Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
The patient reported she experienced a fall 2 years ago and her scs ipg "stopped working" as she was unable to turn on stimulation or charge. The patient also reported observing an error code (unknown) on the programmer. As a result, the scs ipg was explanted and replaced with a different model.